Manufacturer narrative:
The field service engineer, determined that the measuring cell was aged. The measuring cell was replaced. Preventive maintenance was performed on the instrument and the probe assembly rail was cleaned and lubricated. Parts were checked for damage and/or alignment issues, none were found. It was verified that the customer's host system was correctly connected to the analyzer. The reagent carousel was checked and it was found that it was intermittently breaking its grounding connection. A spring was adjusted on the carousel bearing to resolve the grounding connection issue. The customer successfully ran calibration and controls. Precision studies were performed. For the last calibration completed on 05-jun-2019, there were no alarms and the calibration signals were acceptable. The complained sample was tested 34 days after the last calibration was completed and the system alerted the user to renew the calibration on 03-jul-2019. Product labeling instructs the user to renew calibration after 28 days when using the same reagent lot. Quality controls were within range on the day of the event. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys troponin t stat assay on a cobas e 411 immunoassay analyzer. The patient sample initially resulted with a troponin t value of 0.367 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. A second sample collected from the patient recovered a troponin t value of < 0.010 ng/ml. The original sample was then repeated, resulting with a value of < 0.010 ng/ml accompanied by a data flag. Both the original sample and second sample were repeated on a cobas 6000 e 601 module, each resulting with values of < 0.010 ng/ml accompanied by a data flag. The repeat result for the original sample was believed to be correct and a corrected report was issued. The patient was admitted to the hospital and given 4000 units of heparin initially, then 1000 units of heparin every hour. The patient was also given an aspirin. A third sample was collected from the patient and it resulted with a troponin t value of < 0.01 ng/ml. The patient was discharged from the hospital and is well. The troponin t reagent lot number was 390066, with an expiration date of 31-mar-2020.